Manufacturer narrative:
The customer troubleshot the device with the assistance of philip's technical support. The customer replaced the switch printed circuit board assembly and the issue was addressed.

Event description:
It was reported that the ventilator nav-ring accept key is not working. There was no patient involvement. The event date was not specified; estimate used.